Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse was not able to reproduce the error that the customer reported. Therefore, the reported allegation could not be confirmed. Based on the investigation results, here is no damage or malfunction related to the reported allegation and complaint or problem cannot be confirmed, the most probable cause of no problem detected is selected for the complaint. Date of event was not provided, estimated date entered.

Event description:
It was reported that, prior to the procedure, this console issued error 87 which indicates an issue with two or more bricks. Irradiation was not possible, so the procedure was rescheduled for the following month. The patient had already been sedated. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse was not able to reproduce the error that the customer reported. Therefore, the reported allegation could not be confirmed. Based on the investigation results, here is no damage or malfunction related to the reported allegation and complaint or problem cannot be confirmed, the most probable cause of no problem detected is selected for the complaint.

Event description:
It was reported that, prior to the procedure, this console issued error 87 which indicates a switching module (swm) issue with two or more bricks. Irradiation was not possible, so the procedure was rescheduled for the following month. The patient had already been sedated. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.